Event description:
About twenty-three days post implant it was reported that the patient went to the clinic for being sore/tight under their left arm. The next day the patient had and upper extremity venous doppler and found an acute deep vein thrombosis that was seen in the axillary vein. It was noted the patient was already adequately taking anti-coagulates and will continue taking as prescribed. No further actions are planned and the system remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.